Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid dialysate. The cause of and treatment for peritonitis were not reported. One day after the onset of event, the patient was hospitalized via emergency room. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.